Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by the software issue. A technical service engineer assisted to reboot the station and no other findings were found. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, unable to open the pocket. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.